Manufacturer narrative:
Per the clinic, the patient was treated with oral and topical antibiotics (specific date and duration not reported). This report is submitted on april 19, 2024.

Manufacturer narrative:
Device analysis report attached. This report is submitted on march 25, 2024.

Event description:
Per the clinic, the device was explanted on (B)(6) 2024, due to an extrusion of device suspected to be caused by an allergic reaction. It is unknown if there are plans to re-implant the patient with a new cochlear device as of the date of this report.